Event description:
It was reported that the patient experienced pain at the ipg pocket following weight loss. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the pocket was repositioned, resolving the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.